Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device will power up and then has service required message. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. And observed pca with burned components along with additional failures that device has contamination. The customer complaint was not reproduced. There were three error codes have been identified. The device was scrapped.